Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication in the united states. The indication the device was used for was dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient had the life of their ins extended. After extending the ins life, they started to charge the ins more frequently and they believed the control of their dystonia is less effective. The patient's ins will be explanted and replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient's ins was explanted and replaced on (B)(6) 2018. The patient had multiple reprogramming sessions but their symptoms did not settle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.